Event description:
Healthcare professional reported "exchange implants out of health concerns regarding textured implants." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is capsular contracture, baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side capsular contracture, baker grade unknown and "feels hard and is riding higher than the left side," and "very painful." Device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: analysis of the returned device identified weight of the device was within specification, crease fold, deformation, white biological tissue. Bubbles observed after autoclave cycle. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Patient reported right side capsular contracture, baker grade unknown and "feels hard and is riding higher than the left side," and "very painful." Healthcare professional additionally reported "exchange implants out of health concerns regarding textured implants." Device was explanted.